Event description:
Investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the mid lad. On the same day the patient suffered a mi. The mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref 9612164-2012-00075, 9612164-2012-00076.

Manufacturer narrative:
Correction: date of mi has changed to the (B)(4) 2011 (one day post index procedure). Lot # has been updated to 0005623477. Manufacture and expiry dates also updated.